Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 11:00 pm the patient obtained the blood glucose reading of 282 mg/dl on the reported meter and a reading of 195 mg/dl on another manufacturer¿s meter within 30 minutes of each other. Afterwards, the patient took 8.0 units insuman insulin. He did not experience any symptoms of high or low blood glucose levels. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.